Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that there was a malfunction with flexvision pc. The fse replaced the flexvision pc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The flexvision pc was reset, and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.